Event description:
In february 1977, rptr had "both breasts done". Both breasts, right and left, same kind, due to fibrocystic disease and had the implants put in on 4/28/77 due to her left-side not healing. So, she waited until april, aching in every bone of her body, stomach pain, etc. She has been on pain pills and tranquilizers most of the time. She has arm swelling, numb fingers and sore toes. On 6/4/84 she had both of them removed due to hardening and sore breasts. She went without bras for almost 3 months, lost her hair and has been wearing a wig almost all the time since then. She has been falling backwards and bruising herself. She has dry eyes had plugs put in the corner's twice and removed twice. She just had an infection about 4 weeks ago. She still has pain in all her bones. It's hard for her to get around to do work. It's hard to pinpoint one thing. If one hurts all over. Both implants got hard and she had a lot of pain in them, so they were removed.